Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had power up failure and noise related malfunction. Then c300 intra aortic balloon pump was used to continue the treatment. There was no harm reported to the patient. Later the cardiosave pump was able to power up without any issues and there were no alarms or errors noted during self test and battery was full charged.

Manufacturer narrative:
Updated fields - b4, b5, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d10. A getinge field service engineer (fse) was contacted. The fse reported that both units initially failed to boot and emitted high-pitched noises. The fse replaced the front-end board (0670-00-1164). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of the cardiosave failing to boot up and alarming. The fat performed a visual inspection and found the parts to be in good condition. The fat installed in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Booted up correctly and no alarms or error codes were found. No faults confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pumps (iabps) made a screeching noise and would not power on. There was no patient injury reported.